Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a laparoscopic supracervical hysterectomy/tah with dilation and curettage on (B)(6) 2006 and the morcellator was used. Surgery findings were a 14-week size uterus, no adhesions or apparent evidence of endometriosis and a benign endometrium. Pathology findings were benign secretory endometrium and leiomyomata. On (B)(6) 2014, indication for CT scan was pain and 20lb weight loss in one month. A residual cervical stump was visualized along with large enhancing solid soft tissue mass in the left lower quadrant, separate from the colon, adjacent to the small bowel loops, indeterminate mesenteric lymph node and bilateral ovarian cysts. On (B)(6) 2014 diagnostic laparoscopy, exploratory laparotomy and radical resection of left lower quadrant retroperitoneal mass measuring approximately 6 cm were performed. Surgical findings were left lower quadrant mass appeared to be pushing into the abdominal wall but did not violate the peritoneum. It appeared to be adherent, but not invading the sigmoid colon. Mass specimen sent to pathology. It was also noted that the abdominal wall was not reconstructed as the oblique muscles were left intact. Pathology diagnosis was leiomyoma 6.2 cm with degenerative changes. In 2018, the patient experienced abdominal distention for three months. On (B)(6) 2018 CT abdomen & pelvis revealed findings such as suspicious for a 1.5 cm soft tissue mass within the appendiceal tip, and a 2 cm soft tissue mass/implant within the right hemipelvis posterior to the right ovary. As a result, ultimately surgical correlation would be required for definitive diagnosis. There was unchanged and slightly increased size of soft tissue nodules in the pelvis since (B)(6) 2014, probably leiomyomatosis. On (B)(6) 2018 MRI was done and findings are as follows: since 11/09/2018 unchanged multifocalsoft tissue nodules in the pelvis and appendiceal tip, probably leiomyomatosis, and lesion in the mid endocervical canal. Currently, the patient is being treated monthly with medication and a surgery scheduled for (B)(6) 2019 to remove the masses that are not adhered to vital organs. The final diagnosis is leiomyomatosis peritonealis disseminate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. How are you currently feeling? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. Note: patient-reported adverse event of abdominal tumor diagnosed in 2014, abdominal open incision surgery for removal of the mass and leiomyoma as pathology results was reported via 2210968-2019-78354. Patient-reported adverse event of the new diagnosis which requires an open incision abdominal surgery with removal of cervix, fallopian tubes, ovaries, lymph nodes, appendix along with recession of bowels was reported via 2210968-2019-78366. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue.

Event description:
It was reported that the patient underwent a laparoscopic hysterectomy in 2006 and the morcellator was used. In 2014, the patient was diagnosed with an abdominal tumor and underwent an abdominal open incision surgery for removal of the mass. The pathologist report results were leiomyoma. In (B)(6) 2018, the patient was diagnosed with three abdominal tumors. Another open incisional surgery is scheduled, and primary diagnosis is disseminated leiomyomatosis. It was also reported that after the hysterectomy, CT scan shows that most of masses are located at the port site areas. The new diagnosis requires an open incision abdominal surgery with removal of cervix, fallopian tubes, ovaries, lymph nodes, appendix along with recession of bowels. The physician opined that the patient's tumors are the result of the morcellator. Additional information has been requested.

Manufacturer narrative:
This medwatch report is in response to receipt of maude event report mw5082427.